Event description:
It was reported that air embolism occurred. The 100% stenosed target lesion was located in a mildly calcified and moderately tortuous distal right coronary artery (rca). A 2.00mm x 12mm emerge balloon catheter was selected and advanced to dilate the lesion. After the device crossed the lesion, the physician attempted to inflate the balloon, however, the balloon is not visible under fluoroscopy and inflation device would not show increase in pressure. The physician continued to rotate the handle of the inflation device but still the balloon will not inflate. Subsequent vessel opacification was performed and revealed air embolism. The patient experienced st segment elevation, chest pain, hypotension and bradycardia during the procedure. It was treated with aspiration, vasodilators, intracoronary nitroglycerine and adenocard. The device was completely removed from the patient and procedure was completed with stent placement to the rca. No further patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge catheter with the inner packaging pouch. The batch number on the packaging and device matched the reported batch. There was contrast in the inflation lumen. There were multiple hypotube and shaft kinks throughout the catheter. The distal inner shaft within the balloon was flat, which may indicate inadequate guidewire support during inflation/deflation. Magnified inspection revealed a 1mm longitudinal tear over distal markerband with scratches in the balloon material. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The balloon damage is consistent with the reported inflation difficulty because the tear in the balloon would prevent inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that air embolism occurred. The 100% stenosed target lesion was located in a mildly calcified and moderately tortuous distal right coronary artery (rca). A 2.00mm x 12mm emerge balloon catheter was selected and advanced to dilate the lesion. After the device crossed the lesion, the physician attempted to inflate the balloon, however, the balloon is not visible under fluoroscopy and inflation device would not show increase in pressure. The physician continued to rotate the handle of the inflation device but still the balloon will not inflate. Subsequent vessel opacification was performed and revealed air embolism. The patient experienced st segment elevation, chest pain, hypotension and bradycardia during the procedure. It was treated with aspiration, vasodilators, intracoronary nitroglycerine and adenocard. The device was completely removed from the patient and procedure was completed with stent placement to the rca. No further patient complications were reported and the patient was stable post procedure.